Manufacturer narrative:
(B)(6). (B)(4). Device is not expected to be returned for manufacturer review/investigation. This patient developed implant loosening, and malreduction, which resulted in additional surgical intervention. During removal surgery, the surgeon discovered infection at the implant site, and was able to remove all hardware intact. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown implant at an unknown point in time. The patient returned to the clinic with a loosening of the implant and a malreduction. Patient and surgery outcome is unknown. Patient returned to surgery on (B)(6) 2016. Surgeon removed hardware and patient had an infection at site. Surgeon stated that the patient had walked on the implants. All hardware was removed without fragments. There was no surgical delay and the procedure was completed successfully. This report is 4 of 19 for (B)(4).